Event description:
The customer reported that prior to use on a patient, the iabp generated a electrical code # 42. Switched to another iabp and therapy was initiated. No patient injury was reported. When they switched the unit on the next morning there was no error. Electrical code # 42 (iabp '68020' datasette not compatible with front end hc11).

Manufacturer narrative:
The device has not yet been evaluated by maquet. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).